Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed for type iiib endoleak through clinical assessment. The devices remained in the patient. A manufacturing record review was performed. Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the concomitant use of a non endologix thoracoabdominal cuff. Cautionary product use conditions that might have contributed to this event included: thoracic and ascending/descending aneurysm. Seven months post implant, there was evidence to support: type iiib endoleak due to the presence of approximately 34 mm hyper-dilation of the 25 mm bifurcated stent and a thin mural thrombus within the stent itself. Nineteen months post implant, there was evidence to support: progressive type iiib endoleak and two separate strut fractures of the bifurcated stent. A technically successful secondary procedure was confirmed. The final patient disposition could not be established due to lack of information, however it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, cautionary product use conditions that might have contributed to this event included: thoracic and ascending/descending aneurysm.

Event description:
It was reported that approximately 20 months post implant of a bifurcated device, an endoleak was identified. Reportedly, indeterminate endoleak required an angiogram, and thought to be an endoleak at the site of previous ballooning zone. Therefore, the physician elected to treat the endoleak with a main body, and a competitor bridge cuff without incident. The endoleak resolved,and patient is doing good.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.